Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy stopped due to the power on reset. The patient couldn¿t remember what they were doing at the time of the power on reset and troubleshooting reviewed how to clear an informational power on reset. The issue was resolved. The patient mentioned that the implant would not accept a full charge and they were in terrible pain. The patient explained he always was in terrible pain and had not seen symptom improvement of 50% since having the device implanted. The patient was directed to follow-up with their healthcare provider. The indication for use was spinal pain.